Event description:
Litigation alleges aching and pain, discomfort, soreness, elevated metal ion levels (2.7 ng/ml cr, 4.1 ng/ml co (B)(6) 2010), radiological evidence of acetabular loosening 2010-2011, and radiological evidence of osteolysis in 2013.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 12/22/14 - plaintiff's preliminary disclosure form was received, which identified dob and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.the complaint was updated on: 1/15/14.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed.

Event description:
Litigation alleges aching and pain, discomfort, soreness, elevated metal ion levels (2.7 ng/ml cr, 4.1 ng/ml co (B)(6) 2010), radiological evidence of acetabular loosening 2010-2011, and radiological evidence of osteolysis in 2013. Update rec'd (B)(6) 2014 - revision date, surgeon, sale rep details.